Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during bolus and manual prime. Customer¿s blood glucose level was 188 mg/dl. The customer was assisted with troubleshooting for no delivery alarm. The customer was states insulin exited from tubing. The customer also states that the insulin pump alarmed no delivery again and then the customer was advised to rewind insulin pump. Customer states the insulin pump did not alarm no delivery with manual prime. Reservoir was change and the issue was resolved. The reservoir will not be returned for analysis.